Manufacturer narrative:
D4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the reports could not be generated and an "unexpected error occurred" message was displayed. A technical support specialist dialed into the application and report servers and found that the sql connection for reporting had failed. Reporting services and application services were confirmed to be running, and job scheduling services were restarted; however, report generation continued to fail. With customer permission, the report server was rebooted, after which the sql connection was restored. Extract transform load (etl) jobs were verified to be running and current, and reports were successfully generated from pes with no further errors. The customer confirmed the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ es server reports could not be generated and an "unexpected error occurred" message was displayed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.